Event description:
It was reported that the patient experienced pus, inflammation, burning and stinging sensation at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patient was hospitalized and underwent an explant of the entire scs system. The patient has been discharged from the hospital. The explanted devices will not be returned as they were contaminated and discarded at the medical facility. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: avista MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7076808.